Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.641.004, lot: 9887049, manufactured date: december 22, 2015, a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. Visual inspection: the socket wrench for veptr nut was returned and received at us customer quality (cq). Upon visual inspection, there were scratches and the etch on the device started to fade which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: the functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was not within the specified torque range of the device. Hence, the torque test failed high. Service & repair evaluation: during service evaluation, the repair technician reported the socket wrench has failed in calibration. The item is not repairable per the inspection sheet. The cause of the issue is the device failed high. The item will be forwarded to customer quality. The finalized service record documenting dispositioning of the device will be archived. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint device failed in the calibration test. Document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision, were reviewed. - socket wrench - depuy/synthes torque handle testing calibration verification investigation conclusion: the complaint condition is confirmed as the socket wrench for veptr nut failed high in the calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During service and repair the repair technician reported the socket wrench has failed in calibration. Torque test failed is the reason for the repair. The cause of the issue is unknown. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The previous service event for part number 03.641.004 with lot number(s) 9887049-05 has been reviewed. The customer called in a service request for this item on (B)(6) 2019 for socket wrench has failed in calibration. The item was previously returned for service on 28-feb-2018 due to tested ok. The previous service condition of tested ok is not relevant to the current complained issue of socket wrench has failed in calibration. The manufacture date of this item is 7-jan-2016. The service history review is unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on july 15, 2019, during evaluation at service and repair, the socket wrench has failed in calibration. There was no patient involvement. This report is for one (1) socket wrench for veptr nut this is report 1 of 1 for (B)(4).